Manufacturer narrative:
The manufacturer location is unknown. The date of manufacture is unknown. UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the trigger on the compact air drive device was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional data: the device manufacture date and the manufacturing facility were reported as unknown in the initial report. The device manufacture date has been updated to feb 15, 2010 and the manufacturing facility has been updated to waldenburg. The unique identifier( UDI) has been updated accordingly. Evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed and moved heavily, the power was below normal and the reverse trigger was locked. The device also failed pretest for check the power with test bench: minimum 110 to 160 watt, check for untrue running, check triggers for forward / reverse mode, check for air leak and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.